Event description:
I will list this as an "important medical event", explaining that I was not able to visualize the abnormality that she notes. Since her last treatment in my office, we have communicated only by phone and videochat. Patient was treated by me on seven occasions from (B)(6) 2019 through (B)(6) 2022. Afterwards she relocated to west hartford, CT and I have not seen her since. Meanwhile she has continued to see other practitioners for facial fillers. She called me on 24-0ct-2023 with the claim that the last radiesse that I injected had migrated inferiorly from the nasolabial fold to cause an enlargement that distorts her cutaneous upper lip. She said a cosmetic surgeon in nyc told her it was caused by radiesse, although both her dermatologist and her online research indicated otherwise. However, she was able to get her dermatologist to inject hyaluronidase into the cutaneous upper lip on two occasions within the last six months, but she saw no improvement. She then requested that her dermatologist order sodium thiosulfate to inject into the lip, but she declined. After her insistence I agreed to a videochat on (B)(6) 2023, explaining to her that video is a substandard means of evaluating her and that she should follow the advice of her current treating dermatologist. She showed me her upper lip from multiple angles, and I was unable to see any abnormalities of lip except for a very tensely filled upper lip vermilion border. She was distressed that I could not see the abnormality that bothers her. She is happy with the vermilion border that is quite overly filled (in my opinion) and stated that it was filled 6 months ago with the typical hyaluronic acid, although she couldn't recall which one. She states that the two subsequent hyaluronidase injections across her cutaneous upper lip did not affect the vermilion border. She has consulted with a surgeon who has suggested that she see a plastic surgeon in beverly hills for removal of the filler; however, her consultation with that surgeon was via video only. She is concerned about all her expenses incurred so far with specialists' visits and about future expenses to correct the problem she perceives. She indicated that she expects me personally to accept responsibility. She continues to ignore the probability that it is unrelated to radiesse. Please see her past history of facial filler experience. Because her symptom appeared slowly since her last treatment in my office on (B)(6) 2022, the dates provided by her are retrospective estimates. She is a flight attendant and lives in west hartford, CT, and her work has not brought her recently to south florida so she has not returned to my office for an exam. Regarding the vermilion portion of her upper lip, I injected nodules there on two occasions; I injected 5 nodules with normal saline on (B)(6) 2019 and I injected 4 nodules with kenalog-10 on (B)(6) 2019. Since then I have injected hyaluronic acid in her upper lip lateral and central tubercles and vermilion border.